Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer. The customer stated that the drawer not detected on bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. The field service engineer replace controller card, rebooted, configured the drawer to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.